Event description:
The surgeon implanted a cc4204bf collamer plate lens in 2005 and it was removed two months later due to the diopter strength being too low. The patient required a 34.0 diopter lens. There was no patient injury. The model and lot numbers of the injector and cartridge used were not provided by the facility.